Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, the push catheter ¿slipped¿ into the proximal end of the 29mm sapien 3 valve as the valve was advanced out of the sheath. The physician then encountered difficulty aligning the sapien 3 valve between the valve markers due to imaging. The sapien 3 valve appeared to be 2-3mm proximal of the distal marker after final attempt. It was then decided to remove and replace the system/valve. When the valve was removed, it was noted that the balloon had torn. It is perceived that the valve frame may have torn the balloon, possibly upon alignment which may have caused its difficulty and the position of the push catheter within the valve.

Manufacturer narrative:
Additional information: device available for evaluation?, evaluation codes, and additional MFR narrative: the delivery system and valve were returned to edwards for evaluation. The valve was returned on the inflation balloon of the delivery system and a balloon separation was noted proximal of the inflation balloon to crimp balloon (I/c) bond. Visual inspection, prior to decontamination, revealed a kink in the balloon shaft proximal to the valve alignment marker band, most likely due to packaging. Valve on inflation balloon and valve diving observed (proximal valve struts lodged within the flex tip). The handle was returned unlocked with approximately 1¿ of fine adjustment used. The fine adjust was reset to zero and it was noted that the balloon shaft was pulled approximately 0.5" past the distal end of valve alignment white marker band. Crimp balloon separation was noted proximal of the inflation balloon to crimp balloon (I/c) bond and damage was observed on the flex tip. After decontamination, the delivery system crimp balloon separation and flex tip damages were visually re-inspected under magnification and no other abnormalities were observed. No functional testing was able to be performed due to the condition of the returned device (balloon separation). Crimp balloon double wall thickness measurements proximal to the observed balloon separation were taken as the separation was noted proximal to the I/c bond. The measurements met specifications. Flex tip outer diameter (od) measurements were also taken as an under specification flex tip od may result in abnormal flex tip engagement/interaction with the valve. The measurements met specification. During manufacturing, all balloon catheters undergo multiple 100% inspections. The reported complaints of ¿flex tip ¿ difficult to engage with valve¿ and ¿balloon ¿ torn¿ were confirmed. Visual inspection of the returned device noted valve diving into the flex tip and balloon separation proximal to the I/c bond. Furthermore, it was noted that the balloon shaft was returned pulled past the valve alignment warning marker. Per the complaint summary, the following was reported: ¿the push catheter ¿slipped¿ into the proximal end of the 29mm sapien 3 valve as the valve was advanced out of the sheath¿the physician then encountered difficulty aligning the sapien 3 valve¿when the valve was removed, it was noted that the balloon had torn.¿ additionally, per the review of patient screening images that were provided, both patient tortuosity and calcification were noted. Tortuous patient anatomy may cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Subsequently, thv non-coaxility and diving into the flex tip can result in higher than usual valve alignment forces, which can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Of note, the physician training manual provides an illustration of valve diving as well as troubleshooting tips. Therefore, patient factors (tortuous anatomy) and/or procedural factors (techniques employed during delivery system advancement, valve alignment, and/or fine adjustment) most likely contributed to non-coaxial placement of the valve in relation to the flex tip during the complaint event, which most likely contributed to the observed balloon separation. No manufacturing non-conformities/issues were found in the returned sample or confirmed to have resulted in the complaint event. Available information suggests patient factors (tortuous anatomy) and/or procedural factors (techniques employed during delivery system advancement, valve alignment, and/or fine adjustment) most likely contributed to the events. Due to the high criticality level for this failure mode for the balloon tear, a pra was previously initiated for risk assessment and considered for potential for further escalation. However, since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.